Manufacturer narrative:
A customer notified biomérieux of obtaining the misidentification of a gram positive organism as prevotella oris (gram negative) in association with their vitek® ms instrument (ref. 410895; serial# (B)(6)). Bruker biotyper gave a result of paenibacillus spp. Investigation: investigator reviewed the complaint database for similar reports. There is no CAPA, no non-conformity on vitek ms linked with customer 's complaint. Since january 2016, four similar cases (different customers) were reported where paenibacillus etheri was misidentified as prevotella oris. Fine tuning: fine-tuning status was not reliable at the time of the customer¿s test. Several mandatory criteria were not met as prerequisites to monitoring the system with vilink alert tool. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the actual identification is unknown because no confirmation testing was performed using a reference method. However, the investigation data is consistent with paenibacillus spp., which is not present in the vitek ms knowledge base v3.2. The following information is noted within the vitek® ms v3.2 knowledge base user manual (ref. 161150-923-a): ¿testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿. Fsca 3305 (vitek_ms_v2.0_and_v3.0_system_limitations) has also been published on february 2017 in order to inform the customers about this system limitation. Root cause was determined to be a system limitation where the species is not present in the vitek® ms v3.2 knowledge base, as well as non-optimal spot preparation and fine-tuning. It was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique, as well as reviewing with them mandatory criteria for fine-tuning.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of a paenibacillus isolate as prevotella oris in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported that the organism was characterized as a gram positive rod bacterium after cultivation on columbia horse blood agar at 35 degrees celsius under aerobic condition for 24 hours. When the isolate was analyzed with the vitek® ms, an identification result of prevotella oris was obtained. As prevotella oris is a gram negative bacterium, this identification result did not align with the characterization of the isolate being tested. The isolate was sent to another hospital for identification testing with the bruker biotyper and an identification of paenibacillus (gram positive bacterium) was obtained. The isolate was again tested with the vitek® ms and the same misidentification as prevotella oris was obtained. Initial vitek® ms: prevotella oris (gram negative). Bruker biotyper: paenibacillus (gram positive). Repeat vitek® ms: prevotella oris (gram negative). Expected: gram positive rod bacterium. There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.